Manufacturer narrative:
The product or the particle were not returned for investigation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.the investigation is complete.

Event description:
A user facility in australia reported that the surgeon thought he saw something come from the tip or handpiece into the patient''s eye. The fragment was no longer visible. The needle and handpiece were changed and a new sleeve was applied to the phaco tip. The new handpiece tuned and the surgery was completed without further incident. The needle and sleeve are not available for return.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.